Manufacturer narrative:
The insulin pump received with critical pump error and insulin pump error due to moisture damage to force sensor. The insulin pump received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify low battery alert due to critical pump error/open book image. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alarm. Customer's blood glucose level was 205 mg/dl. Customer reports that this happened during normal use. Insulin pump will be returned for analysis.